Manufacturer narrative:
E1: initial reporter first name, last name, address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a long white particle identified in two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified during the visual inspection process. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: two (2) actual devices and two (2) photographs were provided for evaluation. Visual inspection of the actual samples did not identify any abnormalities that could have contributed to the reported condition. Fill port caps were removed and no issue with the connector or cap areas were identified. Visual inspection of the photographs showed colorless to white blurry polymeric appearing particles. The reported condition was verified through photograph only. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.